Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2006 implanting an orthopedic salvage system. Subsequently the patient was revised on (B)(6) 2014 due to patella pain.

Manufacturer narrative:
The follow-up report is being filed to relay corrected information, corrected data: initial reporter information has been corrected in this report.